Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption, as well as "high watts" alarms that correlate to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. An increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Event description:
Approximately twenty-three months after the implantation, the patient developed hematuria and elevated vad power alarms and was re-admitted to hospital. A preliminary review of the log files by the site confirmed this event. The site reported that the patient had four distinct rises in vad power consumption during his hospitalization. During this period, the patient was treated with intermittent systemic thrombolysis with subsequent normalization of the vad parameters. He was discharged home approximately three weeks after his admission. As of the date of this report, the patient is reported to be doing well at home. The event was reported to be related to the heartware device by the patient's treating physician.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.